Event description:
It was reported that the customer had a blank display on the insulin pump. Issue was not resolved. Customer's blood glucose was normal and did not require medical treatment. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the operating currents test due to button keypad anomaly. No blank display anomaly and no damage found on the lcd isolation tape noted. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.